Event description:
Information was received from healthcare provider (hcp) and consumer via company representative regarding a patient receiving intrathecal fentanyl (14 mcg/day dosage, 310 mcg/ml) and prialt ziconotide (1.2 mcg/day, 25mcg/ml) via an implantable pump. It was noted that the patient pump was replaced in 2021. After replacement, the patient reported that the catheter was not working as effectively as it used to. No environmental/external/patient factors were provided. There were no diagnostics, catheter exploratory revision was scheduled for (B)(6) 2022. The hcp was going to examine the spinal segment of the catheter at the anchor but decided to replace the entire catheter with an 8780. After replacement, the catheter was successfully aspirated from the catheter access port (cap). The issue was resolved, and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history included diagnosis of fibromyalgia.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot#: n305025014, implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.